Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of clenz inside of the coulter lh 500 hematology analyzer. No patient results were affected by the leak. The system was in shutdown when the leak was discovered. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and found that the computer had locked up. Once the instrument was non-responsive some valves that are meant to be closed, opened and vacuumed when there should have been pressure. This may cause the lines to fill chambers to capacity and fluid may leak through the vents. In this case, the clenz solution backed into the lyse reagent bottle. Fse replaced the computer and verified repairs per established procedures. The root cause for the leak is attributed to the computer locking up i.e. Becoming non-responsive. (B)(4).